Event description:
Received copy of plantiff's petition from the legal dept. Petition alleges that a "cross member" of the wheelchair failed in someway. Alleged failure reportedly resulted in undefined medical injuries.